Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: received one 18g maxcore disposable core biopsy instruments for evaluation. Upon visualization, the device was received without protective tubing and no yellow guard attached to the needle. The device appeared to have residue throughout. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. Due to the returned condition of the device, no functional testing was performed. Therefore, the investigation is inconclusive for the reported failure to prime and failure to fire as no functional testing was performed and also the other device was not returned for evaluation a definitive root cause for the alleged failure to fire and failure to prime issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g2, g3, h6 (patient, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using a maxcore instrument. During the procedure, the device gun was not priming properly. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using a maxcore instrument. During the procedure, the device gun was not priming properly. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire and failure to prime issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using a maxcore instrument. During the procedure, the device gun was not priming properly. The procedure was completed by another device. There was no patient reported injury.